Event description:
It was reported that a balloon rupture occurred and was removed using a catheter sheath. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified internal arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon 6-8th inflation at 10 atm for 40-50 seconds. The device was removed using a catheter sheath and the procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified internal arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon 6-8th inflation at 10 atm for 40-50 seconds. The device was removed using a catheter sheath and the procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 11mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.